Manufacturer narrative:
Investigation showed that the outer knife was loose, which caused the air bubbles and insufficient aspiration. This incident has occurred during surgery, formation of bubbles during surgery might lead to patient harm. Hence this complaint is concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer. Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on 05/31/2017. There is limited information on this incident and no information on the patient outcome or if they were harmed.

Event description:
This event occurred in (B)(6). According to our customer when using the vitrectome air bubbles were caused and the aspiration was insufficient. This event occurred during surgery. There is no information that the patient was injured or harmed. There is no information on the outcome of the patient.